Event description:
It was reported that during the procedure in the distal right coronary artery, direct stenting was attempted using a 3.50x15 rx xience xpedition stent system advanced through a 5f boston scientific guide catheter via radial approach. As the stent system was advanced into the guide catheter, considerable resistance was felt before the stent system exited the guide catheter. More than normal force was applied to the stent system. The stent system could not exit the guide catheter. As the stent system was withdrawn from the guide catheter with slight resistance, it was noted that the stent was bent but remained on the balloon. During removal of the stent system from the .014 unspecified guide wire without resistance, the shaft broke but remained in one piece. There was no adverse patient effect and the patient remained stable. Pre-dilatation was performed using a 3.0 non-abbott balloon and a significant dissection occurred. A 3.5x18 xience xpedition stent was deployed in the mid rca for treatment of the dissection; however, the dissection was not sufficiently treated and blood flow to the distal rca was not restored. The patient was referred for coronary artery bypass graft surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience xpedition 3.50 x 15 mm referenced is being filed under a separate manufacturer report number. Concomitant products: guide wire: .014; guide catheter: 5f boston scientific. (B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of occlusion and surgical procedure (coronary artery bypass graft) as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known adverse events associated with coronary stenting procedures. It should be noted that the IFU states: the xience xpedition stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.